Event description:
As reported, the balloon of a 6/7f mynx control device lost pressure while inside the patient after being pulled to the arteriotomy. Hemostasis was achieved by manual compression lasting less than thirty minutes. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. Mild vessel tortuosity was present, with no calcium observed at the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein, and no presence of pvd or calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure utilizing a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control device lost pressure while inside the patient after being pulled to the arteriotomy. Hemostasis was achieved by manual compression lasting less than thirty minutes. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. Mild vessel tortuosity was present, with no calcium observed at the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein, and no presence of pvd or calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure utilizing a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. One non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was present in manufacturing position and fully covered per the sealant sleeves. Regarding the sealant sleeves, no abnormal conditions were observed. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was received in burst condition, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The inflation/deflation analysis could not be performed due to the burst received condition of the unit's balloon. A high magnification evaluation was executed to evaluate the balloon¿s surface. During this analysis, the presence of a radial tear was observed. The reported event of ¿balloon loss of pressure¿ was observed through analysis of the returned device since the device was received with a burst condition. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is possible that vessel characteristics like the tortuosity reported, led to damage on the balloon surface that led to its rupture. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.